Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient¿s therapy was working great until they were involved in a car accident. Afterwards, the caller stated that the device ¿wasn't working.¿ the patient lost stimulation and needed their entire system replaced. The patient initially went to get just the battery replaced, but then they found that the implantable neurostimulator (ins) had flipped during the surgery so they ended up having to go in for a second surgery in order to have the leads replaced. It was noted car accident was on (B)(6) 2016 and the revision surgery took place on (B)(6) 2016. Additional information received from the patient reported that they had their seatbelt on when they got rear-ended and the seatbelt added a lot of pressure to the area, causing the ins to flip and stop working. The patient was to follow up with their healthcare provider (hcp). Indication for use is spinal pain.